Event description:
It was reported that during initial implant procedure, the right ventricular lead could not be inserted into the connector port of the implantable cardioverter defibrillator. It was noted that a piece of metal was protruding from the device. The device was replaced. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported field event of a lead insertion anomaly was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.